Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was worn and overheated in 15 seconds. Components were replaced and the device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Device was returned for service. During service, technician indicated the device was hot in 15 seconds and was worn out. This is report 1 of 1 for complaint (B)(4).